Event description:
It was reported by the pt that she had undergone a three-level acdf at c4-c7, which reportedly involved the use of rhbmp- 2/acs.the pt stated that immediately post-op, she complained of difficulty swallowing and neck swelling. The pt has indicated that the difficulty swallowing and tightness in her neck has not entirely resolved as of two-years post-op. No data supplied indicates that the pt required surgical intervention; however, the pt claims that her swelling issues are not temporary in nature.

Manufacturer narrative:
The implanting surgeon does not concur with the pt's description of the reported post-operative complications, and no objective evidence presently exists to suggest that persistent soft tissue swelling or dysphagia at the two year post-op period is likely to be related to rhbmp- 2/acs, nevertheless, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification, which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.